Event description:
This report is based on information provided by philips bench engineer and is being investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port was observed to be physically damaged. No patient involvement.